Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that customer experienced a low blood glucose (bg) of 46-47 mg/dl. Issue occurred in the past and troubleshooting could not be performed. Customer consumed carbohydrates to address the issue.